Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic following a vibratory alert. The device was interrogated and revealed the alert was delivered due to increased and out of range high voltage lead impedance (hvli). The issue was resolved by reprogramming the device. The patient was in stable condition.